Event description:
The follow was reported and is associated to phasix study (B)(4): (B)(6) 2017 - the patient was implanted with a phasix mesh. (B)(6) 2017 - the patient was diagnosed with a wound infection. As reported there were "multiple persistent wound fistula secondary on a chronic infected mesh" debriding of the wound was performed and the patient was admitted into the intensive care. This has been assessed by the health professional as not being related to the device and definitely related to the procedure with a moderate severity level. The patient's outcome is currently ongoing. Addendum: (B)(6) 2017 - during an office visit, it was noted that the patient experienced a superficial wound dehiscence in which additional treatment was provided, this was assessed as not device related. It is reported that, the patient is expected to undergo additional surgical intervention with possible partial removal of the phasix mesh due to a "persistent wound fistula on infected mesh area" and vac therapy. This ae has been reevaluated by the health professional and is now assessed as being possibly related to the device. The ae continues to be assessed as being definitely related to the procedure. Addendum: (B)(6) 2017 - the patient underwent partial explant of the phasix mesh in an open procedure to remove infected mesh. During this procedure there was drainage of an abscess and a wound vac was applied at the end of the procedure to assist in wound closure. (B)(6) 2017 - the patient was diagnosed with wound granulation. The resolution is ongoing with wound care being performed. Addendum: (B)(6) 2017 - the patient was diagnosed with a fistula. Wound care is being performed and treatment is documented as ongoing. This reported ae has been assessed as possibly related to the device and definitely related to the procedure. Addendum: (B)(6) 2018 - information was provided to update patient condition. The patient passed away. The cause of death was reported as "cardiopulmonary arrest a cause ignota" (cause unknown). The patient's death has been assessed by the health professional as not being related to the bard/davol phasix mesh implant used to treat the patients hernia in feb 2017. The patient had preexisting copd and was a smoker.

Manufacturer narrative:
This is an addendum to the previously submitted emdr's to document additional information provided. The new information states that the patient passed away from cardiopulmonary arrest. There is no autopsy report available. Patient has medical history including tobacco use, copd, hypertension, myocardial infarction. The clinician identified the death was "due to other cause" not being related to the bard/davol phasix mesh implant used to treat the patients hernia in feb 2017.

Manufacturer narrative:
This is an addendum to the initial MDR to document updated patient and ae information. As reported the ae of infection and fistula formation has been reevaluated by the health professional and is now assessed as being possibly related to the device. The ae continues to be assessed as being definitely related to the procedure. As it is reported that the patient is expected to undergo additional surgical intervention, we have requested that details regarding this event be provided when available. If / when additional information is provided a supplemental MDR will be submitted.

Event description:
The follow was reported and is associated to (B)(6): on (B)(6) 2017: the patient was implanted with a phasix mesh. On (B)(6) 2017: the patient was diagnosed with a wound infection. As reported there were "multiple persistent wound fistula secondary on a chronic infected mesh" debriding of the wound was performed and the patient was admitted into the intensive care. This has been assessed by the health professional as not being related to the device and definitely related to the procedure with a moderate severity level. The patient's outcome is currently ongoing. Addendum: (B)(6) 2017: during an office visit, it was noted that the patient experienced a superficial wound dehiscence in which additional treatment was provided, this was assessed as not device related. It is reported that, the patient is expected to undergo additional surgical intervention with possible partial removal of the phasix mesh due to a "persistent wound fistula on infected mesh area" and vac therapy. This ae has been reevaluated by the health professional and is now assessed as being possibly related to the device. The ae continues to be assessed as being definitely related to the procedure.

Manufacturer narrative:
This is a addendum to the previously submitted MDR's to document additional information provided. The new information states that the patient has undergone an additional surgical procedure and a partial explant of the mesh was performed. As previously reported this is a patient with a complicated medical history including multiple abdominal surgeries, wound fistula and post surgical wound infection, who four days post phasix mesh implant was diagnosed and treated for a wound infection and fistula formation. The patient was later diagnosed with a "persistent wound fistula on infected mesh area." As reported there was no ingrowth into the phasix mesh, due to the persistent infection this would not be an unexpected outcome. The initial conclusion remains the same, the patient's post implant condition is most likely the result of a pre-existing condition, however a definitive root cause for the patient's condition has not been identified. Should additional information regarding the patient's clinical course be provided, a supplemental MDR will be submitted.

Event description:
The follow was reported and is associated to (B)(6) study (B)(6): on (B)(6) 2017 - the patient was implanted with a phasix mesh. On (B)(6) 2017 - the patient was diagnosed with a wound infection. As reported there were "multiple persistent wound fistula secondary on a chronic infected mesh" debriding of the wound was performed and the patient was admitted into the intensive care. This has been assessed by the health professional as not being related to the device and definitely related to the procedure with a moderate severity level. The patient's outcome is currently ongoing. Addendum: on (B)(6) 2017 - during an office visit, it was noted that the patient experienced a superficial wound dehiscence in which additional treatment was provided, this was assessed as not device related. It is reported that, the patient is expected to undergo additional surgical intervention with possible partial removal of the phasix mesh due to a "persistent wound fistula on infected mesh area" and vac therapy. This ae has been reevaluated by the health professional and is now assessed as being possibly related to the device. The ae continues to be assessed as being definitely related to the procedure. Addendum: on (B)(6) 2017 - the patient underwent partial explant of the phasix mesh in an open procedure to remove infected mesh. During this procedure there was drainage of an abscess and a wound vac was applied at the end of the procedure to assist in wound closure. On (B)(6) 2017 - the patient was diagnosed with wound granulation. The resolution is ongoing with wound care being performed.

Manufacturer narrative:
This is a addendum to the previously submitted MDR's to document additional information provided. The new information states that the patient has been diagnosed with a fistula, wound care is being performed and the treatment is ongoing. As previously reported this is a patient with a complicated medical history including multiple abdominal surgeries, wound fistula and post surgical wound infection, who four days post phasix mesh implant was diagnosed and treated for a wound infection and fistula formation. The patient was later diagnosed with a "persistent wound fistula on infected mesh area." As reported there was no ingrowth into the phasix mesh, due to the persistent infection this would not be an unexpected outcome. The initial conclusion remains the same, the patient's post implant condition is most likely the result of a pre-existing condition, however a definitive root cause for the patient's condition has not been identified. Should additional information regarding the patient's clinical course be provided, a supplemental MDR will be submitted.

Event description:
The follow was reported and is associated to phasix study (B)(4): (B)(6) 2017 - the patient was implanted with a phasix mesh. (B)(6) 2017 - the patient was diagnosed with a wound infection. As reported there were "multiple persistent wound fistula secondary on a chronic infected mesh" debriding of the wound was performed and the patient was admitted into the intensive care. This has been assessed by the health professional as not being related to the device and definitely related to the procedure with a moderate severity level. The patient's outcome is currently ongoing. Addendum: (B)(6) 2017 - during an office visit, it was noted that the patient experienced a superficial wound dehiscence in which additional treatment was provided, this was assessed as not device related. It is reported that, the patient is expected to undergo additional surgical intervention with possible partial removal of the phasix mesh due to a "persistent wound fistula on infected mesh area" and vac therapy. This ae has been re-evaluated by the health professional and is now assessed as being possibly related to the device. The ae continues to be assessed as being definitely related to the procedure. Addendum: (B)(6) 2017 - the patient underwent partial explant of the phasix mesh in an open procedure to remove infected mesh. During this procedure there was drainage of an abscess and a wound vac was applied at the end of the procedure to assist in wound closure. (B)(6) 2017 - the patient was diagnosed with wound granulation. The resolution is ongoing with wound care being performed. Addendum: (B)(6) 2017 - the patient was diagnosed with a fistula. Wound care is being performed and treatment is documented as ongoing. This reported ae has been assessed as possibly related to the device and definitely related to the procedure.

Manufacturer narrative:
The information provided indicates that this is a patient with multiple comorbidities including multiple abdominal surgeries, wound fistula and post surgical wound infection, who post implant developed "multiple persistent wound fistula secondary on a chronic infected mesh." Based on the information provided at this time, the patient's post operative condition is most likely the result of a pre-existing condition. There was no malfunction of the device reported which may have contributed to the reported event. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Additionally, infection and fistula formation are listed in the adverse reactions section as possible complications. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. A definitive root cause for the patient's current condition has not be identified, however as reported it has been assessed by a medical professional as not being related to the device. Should additional information regarding the patient's clinical course be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The follow was reported and is associated to (B)(4): on (B)(6) 2017 - the patient was implanted with a phasix mesh. On (B)(6) 2017 - the patient was diagnosed with a wound infection. As reported there were "multiple persistent wound fistula secondary on a chronic infected mesh" debriding of the wound was performed and the patient was admitted into the intensive care. This has been assessed by the health professional as not being related to the device and definitely related to the procedure with a moderate severity level. The patient's outcome is currently ongoing.